Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the 36 in 15 drop secondary set w/hgr experienced component separation. The following information was provided by the initial reporter: material #: ms3500-15, batch/ lot #: 20063232. I had a pack of secondary tubing on my desk this morning from the weekend crew. The charge nurse states that the tubing is defective and they have found several that pops apart from the spike when they attempt to spike any secondary antibiotics.

Event description:
It was reported that the 36 in 15 drop secondary set w/hgr experienced component separation. The following information was provided by the initial reporter: material #: ms3500-15, batch/ lot #: 20063232. I had a pack of secondary tubing on my desk this morning from the weekend crew. The charge nurse states that the tubing is defective and they have found several that pops apart from the spike when they attempt to spike any secondary antibiotics.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-30. H6: investigation summary. A sample was received and a clear separation was immediately noticed. The root cause of this failure has been identified as a lack of solvent evident after microscope analyses. A device history record review for model ms3500-15, lot number 20063232 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h.10.